Manufacturer narrative:
The device was not returned for evaluation; therefore, a device examination could not be performed. A review of the manufacturing records for lot 31344963 was completed and confirmed the lot met all pre-release specifications. One nonconformance (B)(4) associated with the lot was identified during product history review; however, the investigation determined the issue was limited to documentation traceability and was not related to product quality or device performance. Additional information was requested from the distributor and user facility regarding the event, patient outcome, procedural details, and device condition; however, no additional information was provided. Based on the available information, the reported event could not be confirmed and a definitive root cause could not be determined. The relationship, if any, between the reported device shredding during removal and the reported patient bleeding could not be conclusively established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by olympus that a gore® viabil® short wire biliary endoprosthesis was selected for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During withdrawal of the device, material damage described as shredding was observed. Following the event, the patient experienced bleeding requiring intubation and transfer to the intensive care unit (ICU). Additional information regarding the procedure, reason for device removal, device condition, treatment of the bleeding, and patient outcome was requested but was not available at the time of this report.